Event description:
The customer reported to olympus that the gastrovideoscope was found to be leaking at distal end during reprocessing. There was no patient involvement. The device was returned for evaluation. During the device evaluation, it was found that the probe had a cut at the distal end. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s reported allegation was confirmed; the probe and the side body cover were found to be leaking. In addition to finding reported in b5, the device evaluation found that the bending rubber glue was cracked, the biopsy opening was damaged and had a sharp pin hole on the glue, there was minor buckle on the ultrasound cord and ¿olympus¿ name was missing on the side of the body cover. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed cut on the probe could be determined however, the issue was likely the result of repetitive use stress and or user handling/mishandling. The event may be prevented by following the instructions for use which states: instructions: ultrasonic gastrovideoscope: olympus gf type ue160-al5 important information: please read before use warnings and cautions: caution: do not apply shock to the distal end of the insertion tube, particularly the ultrasonic transducer and the objective lens surface at the distal end. This could cause abnormalities in the visual and/or ultrasonic images. Olympus will continue to monitor field performance for this device.